Manufacturer narrative:
Concomitant medical products: nexgen lps-flex femoral component, catalogue #: 00576401351, lot #: 61019609. Nexgen stemmed tibial component, catalogue #: 00598002702, lot #: 61881548.

Event description:
It is reported that the patient underwent revision due to pain.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04500, 0001822565-2017-07502, 0002648920-2017-00663.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a revision approximately four years post-implantation due to allegations of pain. All implants were removed and replaced with antibiotic cement spacers. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to revision due to infection greater than one year post implantation.